Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, self-test and alarm log review was performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-38 (malfunction in tube misloading detection circuitry) alarm was identified during functional testing and the review of the alarm log. The cause of the condition was determined to be inoperative force sensing resistors (fsrs). To fix the flo-gard infusion pump was taken out of service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f38 alarm (malfunction in tube misloading detection circuitry). This occurred when the flogard was turned on. There was no patient involvement. No additional information is available.